Event description:
At approx 0545 on (B)(6) 2020 it was discovered that the bedside ventilator display was off. The pt was removed from the ventilator and ventilated manually. He was then placed on a portable vent. He was later switched back to a bedside ventilator. It was later determined that a wire became severed on the vent, which disconnected the display but the ventilator itself is believed to have been functioning during this time. Although the patient's decline in health may have been initially attributed to the vent malfunction, a subsequent review with a better understanding of the event itself and the covld-19 disease process determined that the vent did not in fact stop ventilating the patient and his clinical progression leading up to the event suggests that he was progressing along the same path as those covid-19 patients who, unfortunately, do not survive.